Event description:
It was reported that during a prostate procedure, the "fiber had fluids running into body warm, exiting body warmer". Reportedly, room temperature saline was used during the case. The same fiber was used throughout the case to 400,017j without incident; laser worked as expected. The "patient's outcome was "fine"; the fiber worked normal, water flow was normal. There were no issues other than warm water during case".

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and vitirification of the cap output window was also observed. Both caps remain intact and attached. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This may also cause forward-firing. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.